Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for fractures around the stem by using the locking compression plate (lcp) and cable system. It was not reported how the surgery was completed. After the surgery, it was confirmed that two (2) cables out of five (5) cables wrapped at a proximal end had been broken. Re-operation was performed on (B)(6) 2020 to remove the locking compression plate (lcp) and cable system. After removing the plate and cable system, the surgeon implanted a new plate and cable system. The removed plate was bent by the surgeon after removal. The surgeon stated that unintended impact might have been applied to the cables when the patient stumbled. No further information is available. Concomitant device reported: cercl-cable w/crimp ø1.7 (part: 611.105.01s; lot: unknown; quantity: 3). Lcp pl 4.5/5.0 broad 9ho l170 ti (part: 426.591s; lot: unknown; quantity: unknown). Position-pin 4.5 f/lcp ti (part: 498.803.01s; lot: unknown; quantity: unknown). This complaint involves two (2) devices. This report is for (1) 1.7mm cocr cable with ti crimp 750mm-sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a DHR review could not be performed for this pi. There is no record of this lot number being received in monument showing in jde. Please confirm/correct the lot number, manufacturing location, and resubmit. DHR review was not performed as the etching on the device is unreadable due to the damage. Furthermore, a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. A DHR review could not be performed for this pi. There is no record of this lot number being received in monument showing in jde. Please confirm / correct the lot number, manufacturing location.and resubmit. Visual inspection: the cercl-cable w/crimp dia 1.7 mm (p/n: 611.105.01s, lot # etch unreadable) was returned and received at us customer quality (cq) . Upon reviewing the x-rays provided and visually inspecting the returned device, the cable was observed to be broken. The part and lot number etched on the device are unreadable. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. Cable with crimp assembly. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the cercl-cable w/crimp dia 1.7 mm (p/n: 611.105.01s, lot # etch unreadable). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Correction: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: d4: lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated product investgation. A product investigation was conducted. Note: the complaint device was evaluated and investigated by rti surgical, the manufacturer of the device. Visual inspection: the cercl-cable w/crimp dia 1.7 mm (p/n: 611.105.01s, lot # 6l44613 vendor lot # p347849) was returned to rti for investigation. There was no visual defect or nonconformance identified. Moreover us cq noted that the end of the cable without crimp had the cable mesh unwrapped which is an expected condition for a used cable. Dimensional inspection: rti confirmed that dimensional inspection passed with the cable diameter meeting print specifications. Document/specification review: the relevant drawing was reviewed: no design issues or discrepancies were observed moreover rti performed a DHR review and confirmed that the cable met manufacturing specification prior to shipping from rti surgical. Investigation conclusion: the complaint condition was not confirmed for the cercl-cable w/crimp dia 1.7 mm (p/n: 611.105.01s, lot # 6l44613 vendor lot # p347849) as there was no discrepancy or no nonconformance reported by the vendor. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: rti surgical / inspection and release by: monument part number: 611.105.01, 1.7mm cocr cable with ti crimp 750mm lot number: p347849 (non-sterile) lot quantity 200 release to warehouse date: 19-sep-2019 purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance received from rti surgical dated 26-aug-2019 was reviewed and determined to be conforming. Packaging label logs (pll) lmd rev ad were reviewed and determined to be conforming. This lot met all visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.